Event description:
The customer reported a speaker malfunction on the monitor.

Manufacturer narrative:
The hospital biomedical engineer, called the remote technical assistance center to report a failed speaker. A phillips field service engineer (fse), went onsite and tested the involved device. The failed speaker was replaced. The repaired device remains in use at the customer site.